Manufacturer narrative:
One device was returned for evaluation. Visual and functional testing were performed. The testing could duplicate the customer reported problem. The root cause of the issue was that preventative maintenance was required. Preventative maintenance was performed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that device was showing error 41786. There was no patient involvement.